Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a chemo leak. Patient receiving doxorubicin 16 mg/ m2, etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 in 500 ml ns bag for 24 hour. Patient noticed orange dots on the sheets. No harm to the patient reported. Event occurred on med surg floor.

Manufacturer narrative:
Concomitant medical products: non-carefusion add-on set; (3) curos swab caps. The customer¿s report of leaking was confirmed. No anomalies were observed during visual inspection. Functional and pressure testing confirmed a leak from the filter's distal vent on the extension set. Further inspection of the filter vent under magnification showed no obvious damages or issues. Although not definitively determined, the probable cause of the leak was the filter vent membrane being wetted out.